Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 bd insyte¿ autoguard¿ bc shielded IV catheters leaked blood through the blood control valve during use. The following information was provided by the initial reporter: "it seems that there is no blood control valve on many of the catheters- upon insertion the blood flows freely out of the catheter, prior to any luer connection being made." "Yes the blood control valve seems not to be functioning on only certain ivs from the lot. I don't know how to tell if it's actually missing but it immediately starts to leak upon insertion."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received five unopened units for investigation. The received units were tested for leakage beyond the septum. Prior to testing, the units were inspected for the actuator being pushed through the septum. No defects were found. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 10 bd insyte¿ autoguard¿ bc shielded IV catheters leaked blood through the blood control valve during use. The following information was provided by the initial reporter: "it seems that there is no blood control valve on many of the catheters- upon insertion the blood flows freely out of the catheter, prior to any luer connection being made." "Yes the blood control valve seems not to be functioning on only certain ivs from the lot. I don't know how to tell if it's actually missing but it immediately starts to leak upon insertion."